Event description:
Subgaleal hematoma following vacuum extraction attempt at delivery. Resulting hypovolemic shock, dic, renal failure. Infant required almost continous blood, ffp, and platelet transfusions for several days. At 3 weeks at age he still requires dialysis due to renal failure.